Manufacturer narrative:
Description of device analysis: date of procedure: 1/14/1998 product was returned wrapped around itself in plastic bag together with x-ray film. During investigation it was confirmed that segment of guidewire's distal end was missing, it broke with very clean circumferential fracture 179.8 cm distal from its proximal end. Od of wire at break site was .0065". Some torsional marks were found on surface of break site. From condition of returned device it appears as that device was used with excessive force and fractured while twisted.

Event description:
It was reported to target that while trying to reach an "acoa" the guidewire unexpectedly broke. The distal end remained in the "supraclinoid ica-a1 segment". Repeated efforts were made to retrieve the wire, but they were unsuccessful. There was no consequence to the pt from this occurrence.